Event description:
It was reported that there was an apparent lead fracture that triggered a patient alert. A sudden increase to high impedance was noted. The patient was hospitalized and the lead was explanted and replaced. No further patient complications were noted as a result of this event. The patient is enrolled in the system longevity study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.